Event description:
It was reported that a peritoneal dialysis (pd) patient experienced peritonitis. The peritonitis was manifested by cloudy effluent, abdominal pain, and high fever. The cause of the peritonitis event was unknown. The patient was not hospitalized for the event. On the same day, the patient was treated with fortaz and ancef, intraperitoneally (ip, for 14 days, doses not reported) for peritonitis. At the time of this report, the patient was recovering from the peritonitis event. It was unknown if pd therapy was ongoing. Additional information was not available. This is report 4 of 4 involved in this peritonitis event.

Manufacturer narrative:
(B)(4). The reported product is an unknown baxter minicap. As the sample was not returned and the lot number is unknown, a device evaluation cannot be completed. Should additional relevant information become available, a supplemental report will be submitted. Same patient as (B)(4).